Manufacturer narrative:
It was reported that during an intubation we had a report of blade and handle not being able to connect. A new device was simply obtained and airway maintained successfully. Possible slight delay. This never reached the patient. There is no further information at this time, but she will let us know if anything else can be added. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
During an intubation we had a report of blade and handle not being able to connect. A new device was simply obtained and airway maintained successfully.